Manufacturer narrative:
No code available was used as there is no equivalent FDA code for surgery.

Event description:
It was reported that the lead was sub optimally placed and therefore the patient underwent a lead explant procedure. The patient is recovering as expected. The lead will not be returned as it was discarded by the hospital.